Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 3 reports of the patient experiencing hypoglycemic episode due to inaccuracy that occurred three separate times. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. This report is 1 of 3 involving the patient experiencing hypoglycemic episodes reportedly due to cgm inaccuracy, with each episode occurring on separate occasions. The event occurred in 2025 and was associated with suspected cgm inaccuracy. On (B)(6) 2025, the patient began feeling unwell and weak while attending class. As her condition worsened, her instructor contacted emergency services. Paramedics arrived and suspected hypoglycemia as the cause of her symptoms. No treatment was administered during transport. The patient was transported by ambulance to the emergency room, where she was evaluated at approximately 4:30 pm and started on intravenous therapy. She received two bags of IV dextrose for management of hypoglycemia. No additional complications were reported during her stay. During the call, the reporter did not have bg or cgm readings available for comparison but claimed that the cgm readings had been inaccurate compared to bg meter results, which they believe contributed to the event. At the time of the report, the patient was reported to be fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.